Event description:
The customer reported that the controls were in-operable-and the c-arm had only squares. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was getting a checksum error message and restored data to the s-ram card. The system functions as intended.